Manufacturer narrative:
Follow-up # 1 - 1/16/2015 device evaluation.the lay user/patients test strips have been returned on 1/8/2015 and further evaluated by lifescan product analysis on 1/12/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood has been applied to a strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.